Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. The subject device was not returned for evaluation. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was provided as follows: do not hot swap the scopes or the error will be present on all scopes. Power cycle the unit after every procedure and use an alcohol preparation pad to wipe the gold contacts on the tail of the scope and the light source socket. Use a can of air to clean the light source socket of any debris and to only perform this step when the unit has completely cooled. Check both the maj-1933 and maj-1941 cables. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that a b30 scope communication error had occurred on the light source. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.